Event description:
It was reported that the procedure was to treat a proximal left anterior descending artery. Pre-dilatation was performed with a 2.25 x 12 mm nc trek balloon catheter. During advancement of the 2.5 x 23 mm rx xience v stent delivery system, the physician pushed hard, which resulted in a hypotube separation inside the guiding catheter. The separated portion was removed inside the guiding catheter. Pre-dilatation was performed again with a 2.5 x 12 mm nc trek and a new same size xience v was implanted. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.